Event description:
Suspected bleed under left arm as pt complained about it being "achy". Details not provided as dad seemed reluctant to discuss, also unk if suspected bleed was spontaneous or due to injury.